Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported "pump is leaking". Location of the leak was unknown. The pump was piowered down and the line clamped. Device operator was the patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.